Event description:
The patient reported that the result from the blood pressure monitor was 20-30 points higher than the result taken with a sphygmomanometer.

Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.